Event description:
He had svt (supraventricular tachycardia) (afib/flutter with periods of focal atrial tachycardia) during these episodes of bleeding and with chf (congestive heart failure) exacerbation treated with IV diuretics along with metoprolol and digoxin. During a right heart catheterization a retained wire fragment was noted in the inferior vena cava on (B)(6) 2024. Wire was extracted on (B)(6) 2024 by interventional radiology. On (B)(6) 2023 procedure operator was notified and after review of the case it was revealed there was resistance advancing the wire which had ribboned when removed. At the time the operator did not suspect any retained foreign body.